Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2019. (B)(4) submitted for adverse event which occurred on (B)(6) 2021.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2019 and mesh was implanted. It was reported that the patient experienced leg and lower back pain, and recurrent sui. It was reported that the patient underwent a surgical procedure on (B)(6) 2019. It was reported that the patient underwent revision surgery, cystoscopy and rectocele repair on (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 01/21/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.